Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had the ipg replaced due to it being inoperable. Effective therapy was established following the procedure.

Manufacturer narrative:
Correction - further information revealed that this device acted within normal specifications and is no longer reportable.